Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: opening in the shell with sharp edge with stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks due to surgical impact opening.

Event description:
Healthcare professional reports a right side rupture. The device has been explanted.

Event description:
Healthcare professional reports a right side rupture. The device remains implanted.

Manufacturer narrative:
Corrected data: d.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a right side rupture. The device remains implanted.